Event description:
Event verbatim [preferred term] the observed graft uptake rate was 97.5 per cent in gelfoam [transplant failure], , narrative: this is a literature report for the following literature source(s): "efficacy of middle-ear packing in success of type 1 tympanoplasty: a prospective randomised study", the journal of laryngology & otology, 2021; vol:135(10), pgs:864-868, doi:10.1017/s0022215121002012. Adult patient(s) was assigned to the gelfoam group and received absorbable gelatin (gelfoam), for tympanoplasty. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: transplant failure (intervention required, medically significant), outcome "unknown", described as "the observed graft uptake rate was 97.5 per cent in gelfoam". The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the event transplant failure is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term], the observed graft uptake rate was 97.5 per cent in gelfoam [transplant failure]. Narrative: this is a literature report for the following literature source: "efficacy of middle-ear packing in success of type 1 tympanoplasty: a prospective randomised study", the journal of laryngology & otology, 2021; vol:135(10), pgs:864-868, doi:10.1017/s0022215121002012. Adult patient(s) was assigned to the gelfoam group and received absorbable gelatin (gelfoam), for tympanoplasty. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: transplant failure (intervention required, medically significant), outcome "unknown", described as "the observed graft uptake rate was 97.5 per cent in gelfoam". The action taken for absorbable gelatin was unknown. Product quality group provided investigational results on 19dec2023 for absorbable gelatin: UDI: (B)(4). Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. No follow-up attempts are possible. No further information is expected. Follow-up (19dec2023): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible., comment: the event transplant failure is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 19dec2023 for absorbable gelatin: conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.' For an unknown batch of gelfoam sponge was investigated. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.